Manufacturer narrative:
Patient had a significant blister-burn and swelling on the right arm which required intervention at the ER. Patient was given keflex antibiotic medication for post treatment care to address the injury. Treatment settings applied during the procedure were per the clinical reference guide, however user error contributed to the event. The treatment provider did not apply the proper cooling techniques and did not perform test spots to assess the patient's skin/treatment area. Per the clinical reference guide, the treatment provider must "cool before, during and after treatment using the smartcool chiller or equivalent to provide increased patient comfort." As part of the laser procedure. With regard to test spots, the clinical reference guide states that before a laser treatment, "test spots will help determine the most efficacious and safe treatment fluences for each individual patient" and "multiple test spots at different fluence should be done to determine the appropriate fluence, monitoring tissue response choosing the best fluence." The device was evaluated and operated as intended in this incident. Blisters, burns, swelling are expected side effects from laser treatments, but reportable in this case due to the severity of the impact and medical intervention received.

Event description:
Patient had significant blistering on its right arm from a laser tattoo removal procedure.